Event description:
The surgeon sent a fax to stryker (B) (6) customer service employee requesting the replacement of the item reporting the following reason: "it was found a hair inside the packaging. The hair was between the cardboard packaging and the blister."

Manufacturer narrative:
Summary of evaluation: the investigation concluded that the hair comes from an operator at the shrinkwrapping step. Individual protections are used at this final packaging step (overall, hair cap). It is also possible that the hair was present onto the raw material of the plastic film.